Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 400 mg/dl. Self test was performed and test passed. Priming was performed and it was reported that there were little drops. Displacement test was performed and test passed. The reservoir will not be returned for analysis.